Event description:
Caller reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. The customer would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.